Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading was 224 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. The customer stated that the elevated blood glucose levels may have been the result of scar tissue at her infusion sites. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.